Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. The fse replaced the display controller however, the issue persisted. The fse then replaced the display assembly and installed overlay to resolve the issue. The unit passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had a monitor display issue, there were multicolored lines on the screen. There was no patient involvement, and no adverse event reported.